Manufacturer narrative:
This investigation was initiated after a customer reported that a physician observed a break in the fiber upon removing it from the packaging, prior to use. A device history report review was conducted and the suspect fiber was manufactured without variances or deviations. The fiber was power tested before release, confirming the operational capacity of the fiber. The suspect fiber was not available for evaluation in the timeframe of this investigation. A trend analysis was conducted, and at this time, there is no trend identified for complaints related to holmium fibers breaking. The root cause cannot be determined at this time.

Event description:
Dmta received a report that a physician observed a break in the holmium fiber upon removing it from the packaging, prior to use.